Event description:
Complainant alleged that while attempting to monitor a 73 yr old male pt during transport, the device displayed "system fault 36", "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.